Event description:
Per the clinic, the patient experienced a (B)(6) infection around the implanted site. The patient is being treated with oral antibiotics (amount and type not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.